Event description:
It is reported that a customer was hospitalized for a high blood glucose levels. The customers blood glucose level and time/date of hospitalization was unknown at the time of the call. The customer stated that they had issues with the infusion sets and one set had blood in it. The customer also stated that insulin squirted out of the device. The customer was assisted with assisted with trouble shooting but suddenly stated that she had to get off the phone and disconnected the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.